Event description:
It was reported that a bmw universal guide wire separated at the tip during treatment of a lesion in a coronary artery. The separated guide wire remains in the patient. No intervention was reported. No adverse patient sequela were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, if the lesion was calcified and/or the vessel was tortuous, if could have contributed to the reported guide wire separation. Reportedly, the separated portion of the guide wire remained in the patient and no intervention was reported. The guide wire was not returned which may have aided in the evaluation. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The device lot history record review and similar incident query for this product was not performed because the part and lot number were not reported. A conclusive cause could not be determined for the reported guide wire separation. In summary, based on this investigation, there is no indication of a product quality deficiency.